Event description:
It was reported that the bd syringe 1ml ll had leakage past the stopper. The following information was provided by the initial reporter translated from spanish to english: complaint description: amgen received notification on 16-apr-2025 of an event for plate vial - lyophilized involving 1 unit from lot/batch 1182756d. The event reportedly occurred on 16-apr-2025. The following event was reported: we called the pharmacist and she told us that they had a problem with the 1 ml syringe. When they inverted the vial to withdraw the medicine it came out through the end of the syringe, through the plunger side, as if the plunger was not air tight. Patient outcome was captured as non serious as patient missed the dose. We called the pharmacist and she told us that they had a problem with the 1 ml syringe. When they inverted the vial to withdraw the medicine it came out through the end of the syringe, through the plunger side, as if the plunger was not air tight. Was someone (patient, health care worker, etc.) Affected/harmed? No.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). - supplemental MDR/correction - leakage past stopper correction: previous supplemental MDR imdrf annex b code b01 testing of actual/suspected device was incorrectly entered. No physical sample was received. Five photographs were initially provided to our quality team for investigation. The first image shows a partial view of an unidentified box, while the remaining four display a single loose syringe from various angles. One close-up image highlights the stopper inside the barrel, where the front rib of the stopper appears to be rolled back. Ten additional photos were later received for evaluation: four photos show a missing piece at the tip of the stopper, three photos depict a broken-off rubber piece from various angles, and three photos show the broken piece located on the side of the stopper. The conditions observed are non-conforming with product specifications. As part of the investigation, interviews were conducted with production personnel. A thorough review of the production database, along with electrical and technical logs, was also completed. No issues or abnormalities were identified that correlate with the reported defect. Potential root cause for the leakage past the stopper defect is associated with the vendor. The provided photos will be shared with the vendor for further evaluation and investigation. Furthermore, a device history record review was completed for provided lot number 3339205. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR: leakage past stopper. Five photographs were initially provided to our quality team for investigation. The first image shows a partial view of an unidentified box, while the remaining four display a single loose syringe from various angles. One close-up image highlights the stopper inside the barrel, where the front rib of the stopper appears to be rolled back. Ten additional photos were later received for evaluation: four photos show a missing piece at the tip of the stopper, three photos depict a broken-off rubber piece from various angles, and three photos show the broken piece located on the side of the stopper. The conditions observed are non-conforming with product specifications. Furthermore, a device history record review was completed for provided lot number 3339205. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6) - supplemental MDR - leakage past stopper five photographs were provided to our quality team for investigation. The first image shows a partial view of an unidentified box. The remaining four images display a single loose syringe from various angles. One close-up image highlights the stopper inside the barrel, where the front rib of the stopper appears to be rolled back. The condition observed is non-conforming per product specification. Potential root cause for the leakage past stopper defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 3339205. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.